Manufacturer narrative:
Analysis unable to confirm customer complaint transfer guard not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir experienced an issue related to the transfer guard. She stated that when she tried to pressurize her vial of insulin in the air, she could not push the plunger down. She stated that her husband also tried, to no avail. She was advised that the needle may not have punctured all the way through, creating a blockage. She requested to return the reservoir. She also noted that the infusion set's adhesive got stuck to the inside of her serter as well. The customer's blood glucose was 126 mg/dl. The customer was advised to replace the reservoir and agreed to return the device for analysis.